Manufacturer narrative:
Eval results - visual inspection of the injector found the white cap not attached to the injector. The cartridge was returned with the lens stuck in the cartridge. The cartridge barrel was cracked. The foam tip plunger was returned with no visible damage. There was evidence of clear surgical residue. An injector lot number search was performed and one similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, the injector lot number search and the eval of the returned product, a specific root cause of the event could not be determined.

Event description:
It was reported that the surgeon attempted to insert a +21.0 diopter cc4204bf collamer single piece lens. As the lens was advancing, the foam tip plunger looked laid over, so the surgeon decided to eject the lens onto the sterile field to reload. As the lens was being ejected, the white cap of the injector fell off. There was no pt contact or injury. The lens remained in the cartridge. A different type lens was implanted.